Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image became noisy. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: malfunction not confirmed, cause not established. Based on the results of the investigation, it is likely the following led to the malfunction noisy image: ultrasound plug unit was not good. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the gastrointestinal videoscope has an occasional scope communication error, b30. The issue was found during reprocessing of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.